Event description:
The hcp reported that he "is confident that the pt has developed a > 1 cm mass at the tip of the catheter." The pt is reported to be experiencing severe radicular pain and leg weakness. The MRI did not reveal a mass, but the mass was apparent on a CT scan. The hcp reported that the pt is being scheduled to have the mass removed. A follow-up report will be sent when additional info becomes available.